Event description:
It was reported that a patient underwent a total hip replacement on an unknown date and barbed suture was used. During four hip replacement procedures that the needle popped off the suture at the swedge. Another suture was used to continue with the procedure. There were no adverse consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/17/2025. H6 component code: g07002 - no device returned this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained please provide an answer for each case: patient 1-(B)(4) patient 2-(B)(4) patient 3-(B)(4) patient 4-(B)(4) - when were each of the needles detached/pulled off from the sutures (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify - could you kindly perform the follow-up attempt for the product return? Please ensure that the shipment tracking number is provided - please provide the source or name of person providing answers to follow-up questions: the needle broke off while suturing in the procedure. I am not sure how many passes were made before it came off. I received the shipping kit on tuesday of this week. I packaged up the product on weds am and dropped in their fedex return on weds. I do not have the tracking numbers. The single complaint was reported with multiple events. There are no additional details regarding the additional events. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.